Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the analyzer of the mobile programmer was measuring thresholds, loss of capture was observed at the first few paces when it was lowered from 5v to 3v, and then to 1v. It was noted that the actual pacing threshold value was below 1v, and loss of capture was observed at the first few paces each time it was lowered. The mobile programmer remains in use. No patient complications have been reported as a result of this event.